Event description:
It was reported by customer biomed, while v60 was in clinical use, there was a patient disconnect, yet the device failed to alarm. Confirmed disconnect, by reviewing event log. No reports of patient/user harm or injury. . Investigation ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with biomed and confirmed error code 1200 . No alarm found in log for the reported date. Onsite evaluation was initiated. A philips field service engineer (fse) evaluated the device and reported all alarm tests were checked. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.